Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the catheter was confirmed, but the exact cause is unknown. The product implicated is a soft-cell pre-curved 19cm insertion length catheter. Only the distal segment of a d/l dialysis catheter was returned for investigation. The d/l tubing had been cut 4.5cm proximal to the apex of the curve. The proximal segment of the catheter, including the cuff, bifurcation, extension legs, and luer adaptors, was not returned for investigation. A semi-circumferential split was noted in the tubing near the apex of the curve. The split in the tubing was located across what appeared to be a blistered or raised surface of the catheter. The cross section of the split in the tubing was microscopically examined and was noted to be rough and granular. A functional test of the catheter revealed that fluid could leak from the split in the tubing. The wall thickness of the tubing was measured at the cut end of the catheter and was found to be within specification. It was reported that the catheter was placed on (B)(6) 2015 and the split was identified just over 4 months later. No functional defects were reported before this time, which indicates that the split may have developed during use. It is unknown if any adverse chemicals were used in the area of the split. The product IFU warns, ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches are the preferred alternative.¿ a lot history review (lhr) of rezc0975 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that on (B)(6) 2015 the catheter was placed into the patient. On (B)(6) 2016 when the dialysis procedure started, reportedly blood did not come out. The catheter was removed and a crack was observed on the catheter.